Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple episodes of atrial lead noise were observe. The lead noise led to atrial tachycardia/atrial fibrillation recordings. The noise was unable to be reproduced with provocative testing. There were no adverse events to the patient. The patient will continue to be monitored remotely.

Event description:
Additional information: it was reported that an additional episode of atrial lead noise was oversensed, contributing to recordings of atrial tachycardia and fibrillation. The device was reprogrammed to address the oversensing, and the patient was in stable condition.